Event description:
It was reported that when the device was removed from the patient there was "foreign material near the gold label". The nature of the material that was oberved was not disclosed. There was no reported clinical consequence to the patient.

Event description:
It was reported that when the device was removed from the patient there was "foreign material near the gold label". The nature of the material that was observed was not disclosed. There was no reported clinical consequence to the patient.

Manufacturer narrative:
PMA# or 510k#: k013789 and k042568.

Manufacturer narrative:
PMA# or 510k#: k013789 and k042568. The device history record review confirmed that the device met all material, assembly and performance specifications. Visual inspection of the returned device was unable to find any foreign material on the device. A flattened section measuring 2.5cm was noted 12.2cm from the distal end. This anomaly caused resistance as a 0.0158 mandrel was advanced through the device. No other anomalies were noted. The reported event of foreign material on the device was not confirmed. Boston scientific has reviewed all information and determined this event no longer meets the requirements of a reportable event for the device in question.